Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. Additional reported 2 sensors (serial numbers unknown) have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: customer reported experiencing an adverse skin reaction while wearing 3 of adc freestyle libre sensors. The further reported experiencing symptom described as ¿chemical burns¿ however, there was no report of third-party medical intervention and no further information was provided. There was no report of death or permanent impairment associated with this event.